Event description:
Complaint handling unit received a user facility report for medwatch numbered (B)(4) via standard mail on (B)(4), 2013. A copy of the report will be submitted with this report. Additional information has been requested from the user facility but has not yet been received. This report is for one 6.5mm cancellous bone screw fully threaded/35mm. This report is 1 of 1 for complaint (B)(4) .

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was returned to manufacturer (B)(4) 2013. Device labeled for single use. Without a lot number the review of device history records could not be completed. Investigation could not be completed and no conclusion could be drawn, as product is entering the complaint system. Corrected brand name from cancellous screw to 6.5mm cancellous bone screw fully threaded/35mm.

Manufacturer narrative:
Catalog number was added. Catalog number was confirmed during the manufacturing evaluation. A manufacturing evaluation was performed. Two screw pieces were received; a threaded shaft portion and a head portion. The pieces appear to be related. The head profile, hex drive, and cancellous thread suggest that this is a member of the 218.020 family of screws. If the two pieces are held together in their "best fit" position, the resultant length is approximately 35mm, which would confirm this screw as part number 218.035. No lot number was given. The drive has been moderately to heavily damaged, with most of the damage occurring at the upper portion of the drive. There has been some material displacement on all 6 walls of the hex. The top of the head is in good condition. There are two impact or wear marks on the bottom of the head at the band. The unthread portion of the shaft has what appears to be a scratch with minor galling in the form of a spiral approximately mid-span. The beginning of the thread to the termination of the thread at the break has had the major diameter compressed into a "t". The first four threads of the shaft portion have been heavily damaged. This damage is in the form of compression/wear of the major diameter downwards nearly to the minor diameter. There appears to be biomaterial still in place in this area. The remaining threads are in relatively good condition but with multiple random, small, impact type marks at the major diameter. The tip is in good condition. Due to the type and extent of damage incurred, and also because no lot number were provided, a finite evaluation is not possible. Therefore, this complaint is classified as indeterminate from a manufacturing standpoint. Placeholder